Event description:
It was reported that the customer was hospitalized for lbgs. The customer stated that the pump is unable to prime properly. Prior to the event, the customer was in the process of a set change. It was indicated that the customer was not disconnected from the pump during the rewind and prime. In addition, the customer was unable to stop the insulin from being delivered. The md is requesting to have the pump replaced.